Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal became stuck in the loading device and could not be used. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii loading device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was not returned. The tension spring assembly, seal and anchor tab were inside the body of the loading device. A full technical evaluation cannot be performed without the return of the delivery device; therefore, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).